Event description:
Clinic notes were received indicating that the vns patient's device was last tested during an office visit on (B)(6) 2014 and system diagnostic results showed lead impedance within normal limits at that time.

Event description:
It was reported that the device was programmed off after observance of high impedance.

Event description:
The generator and lead were replaced on (B)(6) 2016. The lead was reported to have been replaced due to a lead discontinuity. The explanted devices have not been received to-date. No additional relevant information has been received to-date.

Event description:
It was reported that the vns patient's device showed high impedance. The patient was referred for surgery but no known surgical interventions have occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.